Manufacturer narrative:
Evaluation of the battery pack (sn (B)(6)) determined the battery pack was depleted. The electronic log files from this AED were not returned and thus the root cause could not be determined. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.